Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mesh exposure and underwent mesh excision with repeat anterior wall prolapse repair on an unknown date. Additional information will be requested.